Event description:
It was reported that the bd maxzero¿ needleless connector joint was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "the joint was found to be blocked during infusion".

Manufacturer narrative:
Investigation summary: a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21115372. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxzero device in connection with a xinhua infusion set. Further information provided by the customer indicates no issues were detected during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115372 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21115372. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxzero device in connection with a xinhua infusion set. Further information provided by the customer indicates no issues were detected during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115372 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector joint was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "the joint was found to be blocked during infusion"